Event description:
The pt was admitted with unstable angina type iiia for a procedure to the proximal lad. A 3x18mm cypher stent was directly stented to the lesion site. Eight mos later, the pt experienced a restenosis of the stented area, and balloon angioplasty was used to treat it. Timi flow was one. The event severity was reported as mild. The 3mm proximal lad was moderately tortuous. The 18mm de novo, type b2 lesion was smooth and eccentric, with heavy calcification and thrombus. A rotablader with a 1.25mm burr was used. Preprocedure stenosis was 100%. The pt received aspirin and anti-anginals preprocedure, and plavix intraprocedure. The cypher was deployed at 12atm with satisfying results that were visually estimated. Timi flow was 3 pre and post procedure, and the pt was discharged the next day on plavix for 2 mos, aspiring and anti-anginals.